Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Since the reported image flicker was temporal and the device worked normally afterwards, omsc presumed that there was no problem with the device. The temporal image flicker might have occurred because the connection with the monitor cable was not complete or there was a problem with the monitor cable, then the connection became unstable.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation since the customer informed that the device worked again and the repairer order was cancelled. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, there was image flicker. There was no report of patient injury associated with the event. The event date was unknown.